Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va01w5t, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced pain at the site of her implantable neurostimulator (ins) and "down her left leg". It was further reported that the pain occurred following diathermy "on the patient's left knee". It was unknown at the time of report whether the diathermy procedure was "ultrasonic or radio frequency" based. It was noted that the patient's ins was located "in her left buttock". The patient was reported to have stopped using her ins "the evening after diathermy therapy". It was additionally noted that the patient's "pain did go down about 50% when the device was off". It was reported that there were "no recent falls or traumas". The physician also reported "modestly effective therapy since implant". During a programming session the patient reported that she "did not feel stimulation in the therapy location, only at the pocket site". The impedance values between electrodes 0 and 2 was 1762 ohms and between 0 and 3 was 2697 ohms. Additional information has been requested. A supplemental report will be filed if additional information becomes available.